Event description:
The reporter indicated that a vns patient had passed away after undergoing incision revision surgery. Follow up with the patient's funeral home revealed that the patient's device had not been explanted prior to burial. Diagnostics performed on the patient's device prior to her death confirmed proper device function. Good faith attempts for additional information have been unsuccessful to date.